Manufacturer narrative:
The patient was falling forward due to the sling position in the sling bar. The user was able to re position the patient and sling and prevented the patient from falling, however the patient's clavicle was fractured in the process of preventing the fall. A clavicular fracture requires immobilization for at least 6 weeks to heal and may require surgical intervention if healing doesn't occur. Treatment for the patient was not provided. A clavicular fracture meets the definition of a serious injury. The instruction guide for the uno 102 lift (7en150104-6), states: installation of latches after installation, ensure that the spring loaded latches is taut against the sling bar and moves freely in the sling bar hook. Position of the lift when lifting from/to: bed chair/toilet seat floor note: place a pillow under the patient¿s head for increased performance and comfort. Always have the wheels locked when lifting from the floor. Lift correctly! Before each lift, make sure that: the sling loops at opposite sides of the sling are at the same height. All the sling loops are fastened securely in to the slingbar hooks. The slingbar is level during the lift. If slingbar is not level or if the sling loops is wrongly attached to the slingbar lower the user to a firm surface and adjust according to the instruction guide of sling in use. An improper lift can be uncomfortable for the user and cause damage to the lift equipment!. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this lift in 2018. It is unknown if the facility performed any other preventative maintenance on this lift. The hill-rom technician evaluated the sling bar and was uncertain if latch was broken before the incident or during the incident, when the account attached the loops incorrectly. The account replaced the sling bar to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the patient started to fall outwards and suffered a fractured clavicle. The lift was located at the account . This report was filed in our complaint handling system as (B)(4).